Event description:
This spontaneous report originating from united states was received from a registered nurse via company representative referring to a non-pregnant female patient of unknown age. This report concerned 1 patient and 1 device. The patient's current condition included pre-eclampsia and obesity. The patient was pregnant with multiples (twin pregnancy). Gravidity was reported as 1 and parity was 2. The patient began experiencing postpartum hemorrhage or abnormal postpartum uterine bleeding between 1-6 hours after delivery. The cervical seal was reported as filled with 90 milliliters (ml) of sterile fluid. Prior to vacuum-induced hemorrhage control system (jada system) insertion, the patient had 3385 ml of blood loss. 75 cubic centimeter (cc) was evacuated with vacuum-induced hemorrhage control system (jada system). An urgent caesarean section (c-section) was performed (reason not listed). On (B)(6) 2022, the vacuum-induced hemorrhage control system (jada system) controlled bleeding within 1-5 minutes however after 1 hour and 20 minutes, the patient began having mediate to large amounts of bleeding again. The vacuum-induced hemorrhage control system (jada system) did not stop the abnormal postpartum uterine bleeding (device ineffective). The event device ineffective was considered as serious as an intervention was required. The patient had a hysterectomy as a result of the event. Pitocin, tranexamic acid (txa), fundal massage and cytotec were provided as treatment. No product quality complaint (pqc) was involved, and no other adverse event (ae) reported. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.